Event description:
It was reported that during service it was found that the logs contained technical error codes indicating a turbine module failure, ambient air temperature sensor range error and inspiratory flowmeter temperature sensor range error. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to technical error indicating a turbine module failure (turbine module has stopped, o2 is delivered instead). Moreover, technical errors indicating ambient air temperature sensor range error and inspiratory flowmeter temperature sensor range error were reported as well. Identification of issue has been done by analyzing problem description, service report, device's logs and return information note (rin). Based on the technician statement, the turbine has been replaced and returned to the factory for analysis. The issue was decided to be reported based on available information as a defective turbine may lead to stop of ventilation. Patient involvement is unknown. According to provided return information note, the turbine was tested and the reported issue cannot be reproduced, but found technical errors indicate turbine failure. The turbine module generates compressed air and delivers air to the inspiratory gas. Moreover, attached photos confirmed that inspiratory channel printed circuit board was dirty with dust. The technician cleaned the printed circuit board. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.